Event description:
It was reported that the patient was not getting an adequate pain relief despite the reprogramming done. The patient underwent an explant procedure. The explanted device was not returned. No further information has been obtained despite good faith efforts.